Event description:
"The power supply does not function (diode 28 defect), as reported by the gambro field technician (gts). Sample available for investigation." Follow-up communication indicated that the incident was resulted from a service report for a failed machine while the customer was working with the machine (either set-up, priming or treatment) and not during the function check. The original service request was generated by the nurses because the machine did not work.

Manufacturer narrative:
The questionable power supply was returned and replaced, and technical review has confirmed that this incident is related to a faulty power supply unit. The failure mode is "no power to the prismaflex." There is no risk to the pt because prismaflex will stop in a pt safe state thereby protecting the pt from injury. Gambro has requested and is awaiting add'l info relating to this incident.